Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Event description:
Additional information received indicates that the patient stopped charging the ipg since the patient felt it was too much work. As such, the ipg became inoperable due to lack of recharging the ipg.